Event description:
Boston scientific crm received info that the pt implanted with this cardiac resynchronization therapy defibrillator (crt-d) experienced complications a couple weeks post implant.

Manufacturer narrative:
No add'l info is available at this time. The evidence suggests this device remains in service without add'l complication. This event will be updated if add'l info becomes available.